Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent esc and act button response due to moisture damage keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm during rewind. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.